Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v017577, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Information received from a consumer reported that her first implantable neurostimulator failed and they felt obligated by law to replace it. The battery quit working and was removed on (B)(6) 2008. The issue occurred during use. No troubleshooting was reported. The cause of the issue was not reported. Follow-up was conducted to obtain this information; if additional information is received a follow-up report will be sent. The consumer's indication for use was noted to be other chronic/intractable pain (trunk/limbs).